Manufacturer narrative:
The technician found that all brake casters are worn out. The technician replaced all brake casters to resolve the issue. Based on this info, no further action is required.

Event description:
The account reported the brakes are setting but will not hold. No pt injury reported.